Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The initial reporter named in block e1 is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6) health center.

Event description:
It was reported that during a training class performed by a getinge clinical support specialist (css), the cardiosave intra-aortic balloon pump (iabp) was removed from the cart to demonstrate transport in rescue mode. When the console was placed back into the cart, the iabp unit beeped but did not switch back to ac power and continued to run on the batteries. The getinge css attempted to remove and reseat the console into the cart but the same issue occurred. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during a training class performed by a getinge clinical support specialist (css), the cardiosave intra-aortic balloon pump (iabp) was removed from the cart to demonstrate transport in rescue mode. When the console was placed back into the cart, the iabp unit beeped but did not switch back to ac power and continued to run on the batteries. The getinge css attempted to remove and reseat the console into the cart but the same issue occurred. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customers site for a previously reported issue. The stm evaluated the iabp unit and noted that the reported issue could not be duplicated and that the iabp unit was running fine on ac power. The stm performed the repairs for the previously reported issue, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.